Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 48 mg/dl at the time of incident and the current blood glucose level was 182 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer was not alleging pump was over delivering. The insulin pump will not be returned for analysis.